Event description:
It was reported that the remote home monitor issued an alert for high out of range shock impedance measurements for the electrode. Therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and boston scientific technical services recommended obtaining an x-ray. An x-ray was taken which showed a fracture at the distal end of the sense b node. A revision procedure was performed where the electrode was explanted. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system because the patient developed a left bundle branch block. No additional adverse patient effects were reported. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the remote home monitor issued an alert for high out of range shock impedance measurements for the electrode. Therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and boston scientific technical services recommended obtaining an x-ray. An x-ray was taken which showed a fracture at the distal end of the sense b node. A revision procedure was performed where the electrode was explanted. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system because the patient developed a left bundle branch block. No additional adverse patient effects were reported. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. This report is being submitted to update the event date based upon review of new episodes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the remote home monitor issued an alert for high out of range shock impedance measurements for the electrode. Therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and boston scientific technical services recommended obtaining an x-ray. An x-ray was taken which showed a fracture at the distal end of the sense b node. A revision procedure was performed where the electrode was explanted. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system because the patient developed a left bundle branch block. No additional adverse patient effects were reported. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.